Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Pt reported they fell on their right side approximately one month prior while cooking. Pt reported soreness at battery/pocket area. Pt reported no pain relief issues. Low impedance or short with electrodes 4 and 12 at 710 ohms, and electrodes 5 and 13 at 770 ohms were discovered during impedance check. Contacts affected by possible short are not being used. No changes were made to stimulation. The issue has been resolved and the rep noted they would submit any new information that becomes available.